Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had a cracked touch screen, with the lcd damaged and the display difficult to read, while the device continued to function. Symptoms included no reported impact on blood glucose. Outcomes included replacement of the device and counseling that the pump was no longer watertight and that therapy backup could be considered. Investigation included customer interview and review of the provided photo. Investigation of this device revealed physical damage to the touch screen display consistent with external damage to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external forces.